Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a coupling problem. It was noted there was a communication problem. It was stated the patient¿s current system ¿was not working.¿ it was stated the patient¿s implantable neurostimulator (ins) only would charge to half and the patient had a difficult time achieving and maintaining coupling. It was noted the patient thought the reason they lose coupling was because of breathing. It was noted the patient used a recharging belt and did not move during recharging. It was stated the patient had met with a manufacturer representative and they could not get it to charge all of the way and the maximum coupling they received were 4 bars. It was noted it had been 3 months since the implant and the patient no longer had swelling but they could feel scar tissue there. It was noted the patient could feel a ¿big chunk of scar tissue¿ around their ins pocket site and the scar tissue had developed where their original ins was. It was stated the patient recharged over their skin and not through their clothing. It was noted the patient had the recharger belt on for so long it was painful when they removed it because it would stick to their skin.

Manufacturer narrative:
(B)(4).